Manufacturer narrative:
(B)(4). The lot number was unknown; therefore, a review of the last order placed by the customer was performed and found that the lot shipped was 4484833. A review was then performed of the product release and inspection records. There were no related findings which would be caused or contributed to the reported deficiency. No sample was returned for evaluation. Based on the available information, no cause could be determined and the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that when the provider inserted the needle he was unable to unscrew the needle from the catheter. The entire needle was removed and a re-drill in another area was conducted. The patient's death was not attributed to the equipment failure, per ems captain.

Manufacturer narrative:
(B)(4). The results of the investigation are not available at the time of this report.

Event description:
The customer alleges that when the provider inserted the needle he was unable to unscrew the needle from the catheter. The entire needle was removed and a re-drill in another area was conducted. The patient's death was not attributed to the equipment failure, per (B)(6).